Event description:
The iab was inserted into the pt in 11/2000 at 7:44. The pt had major limb ischemia and removal of the iabp was required. The dr had difficulty removing the 8 fr. Iab on the same day at 9:00 a.m. There was profuse bleeding at the insertion site and the pt went to the or for removal of the iab and repair of the vessel. The iab was not returned to datascope for eval. Event complications: major bleeding/major ischemia/vessel repair/surg. Removal. Pt's current status: discharged in 12/2000.